Event description:
It was reported the patient had impedances greater than 2000 on contact 0 and all bipolar combinations involving 0. It was noted that impedance testing was done. It was further noted that the patient was in a car accident and was in the intensive care unit. The reporter stated the damaged contact 0 did not affect the patient¿s therapeutic settings. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v659421, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v676860, implanted: (B)(6) 2011, product type: lead. (B)(4).